Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports that approximately 8 years post tka, the patient underwent a revision surgery/poly exchange, due to a recent fall which broke the post on the insert. To date the requested surgical records and x-rays have not been provided. Therefore, due to insufficient information provided, a thorough medical assessment cannot be rendered at this time, although the report of the patient sustaining a fall is the likely clinical root cause of the broken insert post, however this cannot be confirmed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to a traumatic injury or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that patient underwent a tka in 2012. Recently, patient suffered a fall and broke the post on the insert. A revision surgery was performed to explant the broken lgn ps high flex xlpe sz 7-8 9mm. Insert was replaced. Additional details have not been provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.